Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips were malformed into a "u" shape when the device was fired. No patient consequences were reported.